Event description:
Customer reported system has a frayed power cord. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord. System operates as intended. This MDR is related to ge healthcare complaint number.